Event description:
It was reported that a small hole in the bd nexiva¿ diffusics¿ closed IV catheter system plastic hose caused leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "newly installed pvk with fault on plastic hose, leaky. 22/9 the patient becomes respiratory ill, that is need for construction of additional pvk. There is clinical raised suspicion of le, thereby seeking construction of minium pvk of size pink as withstands contrast. Construction according to clinical guideline, as the needle is pulled back it is seen that there is a small hole in it plastic - the hose, whereby pvk already v. Construction is leaky - light bleeding. Pvk must despite correct plant is discontinued. Prior to the above attempted on construction of pvk, already stuck 2 times v. Other nurse, due to defects in the product may the patient is stabbed a total of 4 times beforehand well-functioning pvk is landscaped."

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.